Event description:
Additional information was received. It was reported that the cause of the issue was unknown. It was noted that both carts had powered down.

Manufacturer narrative:
The ups 9735787 main cart s8 svc (19110090) was returned for analysis. Analysis found no fault with the returned ups. The battery 9735771 24v s8 svc (2123) was returned for analysis. Analysis found no fault with the returned battery. The ups 9735788 camera cart s8 svc (s21100025) was returned for analysis. Analysis found no fault with the returned ups. The battery 9735773 48v s8 svc (1912) was returned for analysis. Analysis found that the battery would not hold a charge. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9 735670, serial/lot #: (B)(4), UDI#: (B)(4) ; product ID: 9735773, serial/lot #: unknown ; product ID: 9735787, serial/lot #: unknown; product ID: 9735771, serial/lot #: unknown; product ID: 9735788, serial/lot #: unknown, if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that in the middle of a procedure there was a network error on the navigation system and it exited the procedure. Rebooting did not resolve. The site was walked through checking self today. The system booted up normally on (B)(6) 2021. The self test displayed all internal components as online. The ups and battery displayed 100% and charging for main cart and camera cart. The navigation system was swapped for the procedure. It was reported that the camera cart powered off as well. There was no patient impact and only a 10 minute delay.